Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage or/and strip issue.

Event description:
Consumer reported complaint of high results, during the meter retrieve memory lo results observed as well. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer did not report symptoms of hyper or hypoglycemia. Medical attention is not reported. The customer is currently taking insulin to manage diabetes. The customer is comparing the blood glucose test results from trueresult meter to alternate meter; observed higher readings with trueresult meter. On (B)(6) 2016 at 09:43pm, a back to back blood test was performed by the customer fasting and produced test results of 173 mg/dl using alternate meter and produced test results of 443 mg/dl and 351mg/dl using trueresult meter. The customer replaced the meter battery. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/29/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results (date / time not set): (B)(6). Adverse event not reported.